Event description:
Customer reported there was a meter to meter discrepancy in the ER department with one adult female patient. The admitting diagnosis was emesis. On (B)(6) 2013 at 2232 fingerstick using (B)(4) was 360 mg/dl. On (B)(6) 2013 at 2256 venous lab draw was performed. Result was 351 mg/dl. On (B)(6) 2013 at 0012 fingerstick using (B)(4) was 349 mg/dl. On (B)(6) 2013 at 0047 fingerstick using (B)(4) was 126 mg/dl. On (B)(6) 2013 at 0049 fingerstick using (B)(4) was 315 mg/dl action: since the patient had been in the low to mid 300's mg/dl, the operator did not believe the 126 mg/dl result and obtained another meter for testing. It is not known if patient had been symptomatic or if there was any treatment. Requested return of strips related to each meter. On follow up call on (B)(6) 2013, caller reported there were no strips to return. No adverse event reported.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. This medwatch is for suspect device used in the inform system; serial number (B)(4). Reference medwatch report with patient identifier (B)(6) for suspect device used in the inform system; serial number (B)(4). Strips are unavailable to be returned.